Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9l518 mfg 10/04/2010; exp 09/04/2015.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was fired to clip the cystic duct, the clips would not form correctly. They became loose and fell out of the jaws on the first two firings and then they twisted on the other firings. Another device was then used and the same situation occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.